Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath proximal to the suture tie impression with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to the device can.